Event description:
The download of a (B)(6) old female patient revealed battery charger faults. Zoll customer support contacted the patient to address the issue. The patient was not issued replacement equipment because she was scheduled to end use and receive an ICD.

Manufacturer narrative:
Device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation, the charger faults were caused by contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault/charger fault) has been confirmed. As received, the connector was damaged between pin 5 and pin 6. The cause of the faults is damage to the battery connector as well as damage to the charger/modem. The root cause of damaged connector cannot be positively identified but is likely a result of physical abuse. No adverse event occurred because of the contaminated battery board or damaged connector.